Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incarcerated ventral hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct explant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of composite kugel mesh, patient was diagnosed with adhesions, small bowel obstruction thereby underwent repair with partial explant of mesh. About 1 year 3 months later, patient was diagnosed with hernia recurrence, seroma, abdominal pain thereby underwent repair with mesh explant. The instructions-for-use supplied with the device lists seroma, adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: d.6b (date of explant).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incarcerated ventral hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia and underwent open repair with the implant of composix kugel mesh. Per operative notes, "the hernia defects were connected and made into one long defect. A composix kugel patch (device #1) was inserted and anchored at three sites laterally on both sides with sutures through the abdominal wall and into the ring of the composite patch. P(t)acks were then used to further attach the patch to the abdominal wall." (B)(6) 2016 - patient was diagnosed with small bowel obstruction, gangrenous cholecystitis and underwent repair with partial removal of mesh. Per operative notes, ¿encountered the prior mesh and extend the skin incision superiorly. There were dense adhesions of omentum, which were quite vascular to the anterior abdominal wall. Elevate the mesh dividing it carefully down the midline and taking down adhesions off the under surface of the mesh. Once the mesh was completely freed and opened down the midline, took down the remainder of the vascular omental adhesions. The mesh was excised away (device #1) from the fascia and peritoneum removed from each side of the incision." (B)(6) 2017 - patient was diagnosed with abdominal pain and umbilical hernia upon examination. (B)(6) 2017 - patient visited hospital for severe pain and recurrent incisional hernia. (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh (device #1) and implanted with bard soft mesh (device #2). Per operative notes, ¿the hernia sac and adhesions of omentum were taken down off the anterior abdominal wall. Multiple previously placed metal tacks and prolene knots as well as old mesh had to be excised along the peritoneum and abdominal wall. A bard soft mesh (device #2) was positioned in the retrorectus space and tacked. Excised the hernia sac and scar away from the subcutaneous tissue." Attorney alleges that the patient had adhesions, bowel obstructions, bowel removal, pain and hernia recurrence.